Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported cardiac tamponade appears to be related to the perforation. However, a conclusive cause for the perforation cannot be determined. The reported patient effects of cardiac tamponade and perforation are listed in themitraclip ntr/xtr, instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This filed to report perforation, cardiac tamponade, prolonged hospitalization, surgical intervention and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, it was observed that the left atrium seemed compressed. The physician felt the patient was experiencing a cardiac tamponade since it was outside the pericardium. Both the steerable guide catheter (sgc) and clip were removed. The procedure was aborted, and the patient¿s chest was opened to take a closer look as to why the cardiac tamponade occurred. The patient had a small perforation on the pulmonary vein which caused the cardiac tamponade. The physician stated that the perforation most likely occurred with a wire when obtaining transseptal access; but this cannot be confirmed. The perforation was small and healed on its own. The cardiac tamponade was treated through pericardiocentesis. No clips were implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.